Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was over 300 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit received with constant a48 alarm due to software error. Unable to verify the alarm due to constant alarm. Unable to performed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant alarm. Unable to verify off no power w/o low battery alarm due to constant alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube thread.